Manufacturer narrative:
One 7.0mm tts tracheostomy tube was returned for investigation. During functional testing, 14cc's of air was inserted into the device cuff; however the cuff was unable to inflate. Upon closer observation, a large cut was found in the cuff. Using magnification, the cut was examined and abrasion/damage was observed at the center of the cut. The observed cut was found to be consistent with the cuff bursting due to over inflation. Investigation was unable to determine the root cause of cut on the cuff; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that there was a tracheostomy tube cuff breakage. The user reported that there was a spontaneous breakage of the cuff despite an adequate inflation with water. It was not specified if there were any adverse health outcomes as a result of this event. Additional information requested, if received, a follow up report will be sent.